Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there was a chemo leak. The tubing had come apart at the first connection closest to the patient. According to the caller, 95.4 ml remained, with 47 hours and 42 minutes remaining on the infusion. The pump had been placed on monday, and it was unclear whether a volume reset had occurred prior to contacting the hotline. There was no injury. The event occurred while in use.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.